Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited an alert for "charge circuit inactive." It was noted that the ICD had triggered recommended replacement time (rrt) several years prior to the alert and the patient has been non-compliant with follow-up and the device is now at end of service (eos). The device was extracted and replaced. No patient complications have been reported as a result of this event.